Event description:
The procedure was embolization of a 3*2.6mm anterior communicating artery. When the surgeon advanced the stent through the proximal part of the prowler select plus microcatheter (606s255x/15836881) the enterprise stent (enc452812/10320132) broke. The surgeon had to remove them as a unit and changed to a solitaire stent from ev3 (details unknown) to complete the procedure. No adverse event occurred. The device appeared normal prior to inserting it into the patient. It could not be determined whether the fracture involved only a strut breakage or the entire device as it was in the microcatheter. The microcatheter did not kink or bend at any time prior to the resistance/friction. It is unknown whether there were any damages when the microcatheter was removed from the patient. An adequate continuous flush was maintained through the catheter. No other products were successfully used with the microcatheter prior to this stent. The stent and microcatheter will be returned as a unit for analysis.

Manufacturer narrative:
A non-sterile prowler select plus 150/5 cm was received coiled inside of a plastic bag. The hub was inspected and the stent of the enterprise was received deployed inside of it. There were no damages to the stent; the returned delivery wire was fractured and appears to be related to stretching or pulling. The body of the prowler select plus was inspected and no damages were noted on it. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018¿ a guide wire lab sample was introduced into the microcatheter and it advance smoothly through to the microcatheter's distal tip. After that the microcatheter was flushed again and a lab sample enterprise was introduced into the microcatheter and it advance smoothly through to the microcatheter's distal tip without any difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. There was no obstruction within the returned prowler microcatheter and no inner lumen resistance/friction with functional testing. The cause of the reported stent damage and could not be conclusively determined; however, with analysis of the returned prowler there is no indication of any anomalies with the prowler select plus contributing to the difficulty encountered during attempted advancement of the enterprise vrd or the reported damages. If the introducer is not secured in the hub during transfer of the stent from the introducer to the catheter shaft as outlined in the instructions for use, the stent will open and deploy in the gap that is created. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices: prowler select plus microcatheter (606s255x/15836881); solitaire stent from ev3 (details unknown). The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. This is report 2 of 2 related to (B)(4).